Manufacturer narrative:
The product was not returned for analysis. There have been no other complaints for this lot. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure noted that the edge of the iol appeared unfinished with extra acrylic on the edge. He tried to aspirate it off thinking at first it might be some other foreign body/material but confirmed through this process that it was part of the iol. He decided to not explant it. Additional information was requested and received stating no patient harm and no other intervention resulted.